Event description:
I and d of the knee with a poly exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding infection involving a triathlon tibial insert was reported. The event was not confirmed. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the sterility records showed that sterile lot lbxm4 was within specification. Review of the complaint history review indicates that there have been no other events for the lots referenced. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
I and d of the knee with a poly exchange.